Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable, as no text or graphics would display on the touchscreen, although the screen back light was illuminated.. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.